Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine (10.0 mg/ml at 3.95) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the catheter was kinked and coiled and needed replacing. Catheter could not be aspirated. The physician was ordering a full catheter replacement. The physician completed a dye study in office and confirmed catheter issue, catheter did not aspirate after revision. Another dye study was performed today (2/18) and showed another issue in the spine segment. The issue was not resolved, patient status alive no injury.